Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age and unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On (B)(6) 2013, the consumer used o.b non-applicator tampons, vaginally, one tampon, before going to bed, for menstruation (lot number 0823m8851 and expiration date unspecified). On the next morning, when she pulled the string to remove the tampon, the string broke and the entire tampon stuck in her body. After an unspecified duration, she removed the tampon herself and she used another tampon and experienced the same problem while removing it and after an unspecified duration, she removed the second tampon as well. She opened several tampons from the box and pulled the strings a little to open up the tampon to find if the entire box of tampons was defective and she noticed that in some of the tampons, string broke upon pulling. She mentioned that she had been using tampons for years without any problem. Action taken with the device was unknown. This report was assessed as non-serious. The company causality was assessed as related. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This is an initial submission for the first product in this case. The manufacturer report number for the second product in this case is 8022269-2013-00086. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This is follow up submission for the first product in this case. The manufacturer report number for this submission is 8022269-2013-00085. The manufacturer report number for the second product in this case is 8022269-2013-00086. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age and unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On (B)(6) 2013, the consumer used o.b non-applicator tampons, vaginally, one tampon, before going to bed, for menstruation (lot number 0823m8851 and expiration date unspecified). On the next morning, when she pulled the string to remove the tampon, the string broke and the entire tampon stuck in her body. After an unspecified duration, she removed the tampon herself and she used another tampon and experienced the same problem while removing it and after an unspecified duration, she removed the second tampon as well. She opened several tampons from the box and pulled the strings a little to open up the tampon to find if the entire box of tampons was defective and she noticed that in some of the tampons, string broke upon pulling. She mentioned that she had been using tampons from years without any problem. Action taken with the device was unknown. This report was assessed as non-serious. The company causality was assessed as related. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013 the consumer provided a valid lot number. Returned sample was received on (B)(6) 2013 and was visually and physically inspected. It was confirmed that twelve out of twenty-three tampons had defective string issues (non-reportable malfunction). Retain sample inspection revealed no anomalies. Batch record review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that might be associated to this complaint was observed. Based on the investigation results, the returned samples were verified and the complaint was confirmed. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.